Event description:
The customer stated sparks were observed at the power supply switch of the axsym analyzer. The power supply was replaced to resolve the issue. There was no fire or smoke observed. There was no adverse impact to patient management or harm to laboratory personnel reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.